Event description:
Description of event: the patient had an allergic reaction the day of implant due to ancef skin glue, causing erythremia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).